Manufacturer narrative:
Physio-control, inc. Is investigating the device.

Event description:
Device was tested in am on battery. Within an hour, it was called in for use on a pt and would not power up on battery. A backup device was called into service and there was no adverse effect on the pt.